Event description:
Additional information was received from the healthcare professional (hcp). At the time of the event the patient was also taking vitamin d, copaxone, vitamin b12, cymbalta, flomax, claritin d, vicodin and gabapentin. The patient's past medical history included multiple sclerosis, history or prostate cancer and depression. Actions/interventions included the patient had started using baclofen 10-20 mg oral at bedtime since (B)(6) 2015. The pump was refilled on (B)(6) 2015 and the volume discrepancy was not there. The hcp was planning to try giving the patient a bolus at the next refill. The cause of the previous volume discrepancy was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID 8577, lot# n190625, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 500mcg/ml, 327.54mcg/day, in a flexible dosing pattern, for intractable spasticity. Patient history included multiple sclerosis (ms). Since (B)(6) 2015, the hcp had been tweaking/adjusting the pump dose as it was not helping the patient's leg spasms. The leg spasms began in (B)(6) 2015, first gradually during the day, then day and night around the clock. There were no other symptoms. The hcp questioned a catheter problem. Fluid was withdrawn via the catheter access port (cap) on (B)(6) 2015 and although it was possible to withdraw 1-2ml and the hcp thought it was probably ok, it was thought the fluid did not aspirate as readily as usual. A pump refill was also performed on (B)(6) 2015 at which time the expected residual volume was 2ml and the actual residual volume was 4.5-5ml. Per the hcp, the volu mes were not usually that far off, though it was within normal limits. Follow-up is being conducted to obtain all information relevant to the event such as the causes, interventions, and outcomes related to the leg spasms and volume discrepancy.